Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the surgeon had a suture tape pass through the rotator cuff and loaded into a self punching swivelock. When he began to hammer in the anchor, the metal tip (cone) snapped off of the anchor into the tuberosity. The tip was not retrieved from the patient; another anchor was used to complete the case. Follow-up investigation: the metal tip was buried deep in the bone of the tuberosity and no attempts were made to retrieve the tip. No x-rays were taken as the surgeon was able to visualize the tip with the camera that was being used. The repair was able to be completed by repositioning another anchor, which was placed to the side of the broken tip in the tuberosity, which provided fixation.